Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. The visual analysis revealed further cuts into the insulation 26 cm proximal to the lead tip, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Low ia in ra, consistent with af/flutter rhythm. Patients rhythm noted to be af/flutter. Atrial arrhythmia on presenting or stored intracardiac electrogram. Low ra intrinsic amplitude measurement but no undersensing observed.